Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
= It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the infusion set was in use for 3 or more days. Customer's blood glucose was 100 mg/dl. Reportedly, insulin delivery was resumed.